Manufacturer narrative:
The insulin pump was received with weak battery alarm due to corroded battery tube. It was also received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken battery cap.

Event description:
It was reported via phone call that the top of the battery cap broke off and the customer was unable to remove the battery cap to change the battery. Blood glucose value was unknown. Troubleshooting could not be completed since the battery cap broke in the removal process. It was advised to discontinue the use of the insulin pump if the battery is low. The device was returned for analysis.